Event description:
Physician reported using a resolution wire to ablate thrombosis in an av graft. The wire broke while being energized after approx 3 minutes and 20 seconds of use. Physician also reported massaging graft externally with hand at the time the break was experienced.